Event description:
The customer reported the tubing is backing off the power injector. The manager stated the tubing is popping off the injector during injection. There has been spray of contrast on staff. No harm or injury was reported. The customer reported two (2) defective devices. The customer did not provide any additional info or clinical details for the additional event. Therefore, this single report will be submitted.

Manufacturer narrative:
The suspect device eval/investigation has not been completed. A follow-up report will be submitted when the eval is completed. Eval, conclusions: a follow-up report will be submitted when the device eval has been completed.